Event description:
It was reported a patient sustained two full-thickness burns, located near both elbows, during an mr examination of the skull and lumbosacral spine while under sedation. The injuries were diagnosed as third-degree burns. The patient underwent surgical debridement and is currently receiving follow-up care with plastic surgery.

Manufacturer narrative:
Legal manufacturer: hcs tianjin - no.266 jingsan road, tianjin airport economic area china tianjin, 300308. D: there are no additional device identification numbers. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.